Event description:
Report 2 of 3: it was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes caused clogged sample probes on the atellica analyzers. No patient impact reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. A total of 100 retained samples from each lot number provided were visually inspected, and no gel defect related to clogged instruments was found. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 5091177, for the indicated failure mode: clogged instrumentation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 3: it was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes caused clogged sample probes on the atellica analyzers. No patient impact reported.